Manufacturer narrative:
(B)(4). This event involves five baxter products. This medwatch is being submitted for the second of those five products. As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). This is report 2 of 5 associated with this event. A batch review was performed for suspect lot numbers (h10d30064), with no defects noted. The cause for the peritonitis in this incident was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter's (B)(4) to request assistance ending therapy while in the first fill cycle of therapy. The patient's fill volume was 944 milliliters. The patient stated that he started therapy empty. The hp just started back on the homechoice therapy that night after a month and the fill was bothering his pubic area. The hp stated he had a lot of fibrin in his patient line and was not going to be able to drain with so much fibrin. The technical service representative (tsr) assisted the patient to end therapy. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient performed one pd exchange with pd4 ambuflex. On (B)(6) 2010, the patient was admitted to the hospital for discomfort, shortness of breath and fever. The patient was diagnosed with peritonitis although no cultures were performed. The patient was treated with antibiotic therapy (unknown). On (B)(6) 2010, the patient was discharged from the hospital and the event of peritonitis, discomfort, shortness of breath and fever had resolved. An overfill situation did not occur. At the time of this report, the patient remained on hemodialysis. No further information was expected.

Event description:
An internally submitted complaint reported that on the rear doors for the common image reconstruction system (cirs) and combined rack console (crc) cabinets, there is no separate ground wire going from ground to the door. The doors were electrically floating (not grounded); therefore, if the door was energized by a pinched or damaged power cable, there would be no path to ground. The door could then possibly become "hot" causing a potential shock hazard.